Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) ranged from 43-90 mg/dl and was due to pump basal settings had been set too high. Customer ate food to address low bg. Tandem technical support advised the customer to discuss the pump settings with a healthcare provider.